Event description:
It was reported that during a pediatric needle biopsy of the liver, the system would not make x-ray which caused a delay in the procedure. The exam was aborted and the patient was moved to another room to do the exam. There was no patient injury reported for this event. This event occurred in (B)(6).

Manufacturer narrative:
No relevant root cause could be identified. Experts stated that even if a low battery level in pc boards (ang/d10 or pun/d10) may have caused this event, after a number of reboots the system was functioning properly. Investigation details: evaluated system log files with following result: collimator reports cu-pre-filter errors; the angiomatic reports loss of some configuration data due to low backup battery level, various components report problems with x-ray-release in an invalid state, (possible sticky footswitch). All of these problems were already reported over some days/weeks and also at the communicated date/time of the event. The most likely root cause for the event is a low battery level in pc boards ang/d10 or pun/d10. There were no other hints for a possible different root cause. Protocols show that the ang-battery has been replaced in accordance with the maintenance schedule. According to the service organization, the system was rebooted several times after the event without any problems visible. (B)(6)